Event description:
Patient is a 63 year old male patient admitted for elective coronary artery bypass surgery. Although patient had a history of copd and is a smoker, his chest x-ray and lungs wre clear prior to surgery. Intubation was difficult and took an hour. After surgery was completed, he suffered profound hypertension, requiring dopamine support, tachycardia to 180/min, and his o-2 saturation dropped to 80%. Stat chest x-ray showed marked mediastinal shift and collaspe of the greater portion of the right lung. After remeoval of the metallic foreign body by emergency bronchoscopy, the patient's blood pressure and rhythm became more stable. However he had copious amounts of tenacious secretions and it was difficult to wean him from the ventilator. He then developed right lower lobe pneumonia with gram negative sputum cultures, fevers and elevated wbc's. Patient was then managed by an infectious disease specialist for antibiotiv therapy. Patient was discharged 10 days post-operative with follow-up by surgeon. Patient has not been readmitted at this time. The metallic foreign body was submitted to pathology and was identified as a nebulizer tip from a devilbiss atomizer.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: component failure, design - inadequate, manufacturing. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, use of all similar devices stopped permanently. The device was not destroyed/disposed of.